Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had indwelling foley catheter. Catheter ordered to be removed. Balloon deflated entirely but unable to remove same, resistance at the end of the catheter and very painful for patient. Lidocaine applied and catheter needed to be removed by md. After removal, catheter examined, appeared to have rolled over on itself, creating a widened lip at the end, making removal difficult and very painful for patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be could be to thin sac could cause poor shape/ baggy sac & non- concentric balloon. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had indwelling foley catheter. Catheter ordered to be removed. Balloon deflated entirely but unable to remove same, resistance at the end of the catheter and very painful for patient. Lidocaine applied and catheter needed to be removed by md. After removal, catheter examined, appeared to have rolled over on itself, creating a widened lip at the end, making removal difficult and very painful for patient.